Event description:
It was reported that during right ventricle lead revision oversensing and noise was observed after delivery of therapy. A connector issue was suspected. The lead and the device were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise and oversensing could not be confirmed in the laboratory. Electrical testing found no anomalies.